Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and the following was received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Did the glass penetrate the user¿s skin? No, it did not. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Don¿t remember it. Was the ampoule crushed repeatedly? No. Can you identify the lot number of the product that was used? No, already discarded. We may identify all possible lot numbers which were delivered to the hospital within 6 months. If you need it, please tell me. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Not available. The circulating nurse(she is new one, and she didn¿t know how to handle it.) Already discarded it. What is the lot number? Don¿t know.

Event description:
It was reported a pediatric patient underwent an cardiac surgery on (B)(6) 2020 and topical skin adhesive was used. The product vial was compressed to use as usual. However, the outer tube was broken. The content flowed out and there were glass-like particles. The glass did not penetrate the user¿s skin. Product was discarded. There were no reported patient consequences.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 8/3/2020. H3 evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.